Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a battery failure. There was no patient involvement when the issue occurred. No patient or user harm reported. Investigation ongoing / resolution pending.

Manufacturer narrative:
E: (B)(6). Phone: (B)(6).

Manufacturer narrative:
The repair for this device cannot be conducted, due to a back order status of a part (battery) needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the part becomes available, the repair will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.